Event description:
It was reported that the patient¿s implantable neurostimulator (ins) interfered with the test results and ¿the guy couldn¿t read the results of the emg. The patient¿s ins was off and he was ¿not sure if there was anything left in the battery. The emg was for his right arm and his target stimulation was in his spine. About a week prior to the report, the patient had an emg and he received ¿large shocks.¿ it made him ¿twitch¿ and it was beyond uncomfortable. The patient noted that the emg wasn¿t fun to begin with, but it wasn¿t uncomfortable. Interventions and patient outcome were not provided. Follow up has been requested to obtain this information. If additional information if received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).